Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty charging the pump with the wall adapter. Subsequently, the pump battery depleted and shutdown. Reportedly, the customer was able to successfully charge the pump with an alternate wall adapter. Blood glucose was 290mg/dl.